Event description:
It was reported that a patient on a maxxair ets allegedly developed skin breakdown when it deflated. The health care provider requested that a service center representative go to the patient's home that night (in 2007), because "the patient is practically laying on the hard surface of the bed". The service center representative went to the patient's home prior to that night, to swap the surface, but there wasn't anyone to help move the patient. The service center representative returned the next morning and the health care provider assisted in moving the patient. The health care provider indicated that as soon as the problem was identified, the response time to replace the mattress was excellent.

Manufacturer narrative:
According to the health care provider, the patient allegedly developed a new wound on his left buttock when the bed deflated. The health care provider indicates that the wound was stage iii skin breakdown that required debridement. A failure investigation indicated that upon application of stress, the deflation was caused by a seam failure that resulted from the cushion being twisted within the outer sleeve of the mattress. The investigation and review of the complaint indicate that this was an isolated event.